Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized for high blood glucose levels. The customer stated that her blood glucose went from 21 to 500 mg/dl. Troubleshooting was performed, and found that the time was 12 hours off. The customer changed the basal rates, but that did not make a difference. Found a no delivery alarm in the alarm history. The insulin pump passed the prime test, but failed the high pressure test. The customer stated that she had another insulin pump that she had not started using yet. Advised to speak with an insulin pump trainer before starting to use the new insulin pump. Nothing further was reported.